Event description:
Right knee arthroscopy, anterior cruciate ligament reconstruction using hamstring autograft performed. During the procedure the proximal cannula was removed from the lateral femur with significant pull but no difficulties. The more distal cannula however would not come out, actually ended up breaking off just below the level of the skin. The iliotibial band was split and the cannula was broken off just below the level of the distal femoral cortex. The remainder of the cannula was left in the femoral cortex. No further intervention required. No adverse effect.